Event description:
It was reported that the skin-cut guide was attached in reverse with the alignment guide. So, the distal cutting guide was assembled proximal side. So, the distal cutting increased for about 4mm.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Should additional info become available, the eval summary will be submitted in a supplemental report.